Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, the tissue pad was detached during use. The tissue pad did not fall into the pt. Another like device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 04/06/2009. Info anticipated, but unavailable at this time.